Event description:
It was reported that patient underwent an explant procedure due to spinal cord stimulation (scs) no longer working. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in jun 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial:(B)(6). Batch: 7079546 / 7041194.